Event description:
The endovascular stent graft was being utilized on a male patient in 2008, for an elective procedure. The pt had an aaa angulation and the main body stent graft was planned for shorter size than the sizing sheet because the ipsilateral common iliac artery was short. The physician took the "pull-through" action because the cannulation on the ipsilateral side was difficult and then implanted the contralateral leg graft. A confirmatory angiography revealed a distal type I endoleak at the ipsilateral side. The sealing site was re-ballooned, but the endoleak was not resolved. Another manufacturer's stent was placed at the sealing site, and the endoleak was resolved.

Manufacturer narrative:
Evaluation: still under investigation.